Event description:
The physician stated that upon separation from bypass, the tee showed severe prosthetic mitral regurgitation. One leaflet appeared to be "frozen" open. Pt was put back on bypass and valve was replaced with tissue bioprosthesis. Physician noted that subvalvar tissue may have been impinging upon the hinge mechanism. No pt issues were reported as a result of this event.

Manufacturer narrative:
Valve not yet returned for evaluation. The device history record for the valve was reviewed. The valve was built to specifications, and passed all tests and inspections. A root cause could not be determined because the valve has not yet been returned for investigation. Based on the doctor's report, it appears as if subvalvar tissue may have been impinging upon the hinge mechanism. Valve not yet returned for evaluation.